Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary no anomalies found; medial segment returned. Other: it was reported that the patient came into the ER after passing out at home. The patient's heart rate was 25 bpm, and right ventricular impedance was greater than 9,999 ohms. The patient also knocked out her two front teeth when she passed out. The lead was explanted and replaced. No further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: device performed according to specifications. No conclusion can be drawn. Impedance, high, lead(s), fracture of.

Event description:
It was reported that the patient came into the ER after passing out at home. The patient's heart rate was 25 bpm, and right ventricular impedance was greater than 9,999 ohms. The patient also knocked out her two front teeth when she passed out. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.